Manufacturer narrative:
(B)(4). The customer reported that the device did not alarm as expected during patient event and that the involved patient died. At this time, there has been no determination as to whether the device was a factor in the reported death of the patient. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.

Event description:
The customer reported that the device did not alarm as expected during patient event and that the involved patient died.